Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the coblation probe "locked" in "on" mode and the operator was unable to stop it, causing the burning of a patient's tendon. At the time of the incident, the generator indicated as an error message that several functions were activated at the same time. The procedure was completed with a delay of about 15 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Correction in h6, health effect - clinical code and health effect - impact code.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The tip is worn from use. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. The ablate button does not function when pressed. Removing the button covers, a heavy amount of saline ingress is on the ablate button. No issues with coag or mode buttons. Wand data shows a multiple button press warning. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that it is noted in the translated operative note that there was ¿great difficulties despite the anesthesia of training the arm in abduction below 50° and in external rotation below 10°¿¿ and the subacromial space was ¿very tight with strong adhesions on the rotator cuff¿. The instructions for use includes directions for use and includes warnings, precautions and potential adverse events which includes risk of injury to surrounding tissues. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include saline/humidity entering the interior of the handle shorting the connection of the buttons. Based on this investigation, the need for corrective action is not indicated.